Event description:
It was initially reported that the artis system c-arm moved faster than normal. Siemens service was called after hours, and an on-call service engineer was dispatched to the site. The engineer checked the unit and error logs, and the system was found to be functioning normally. In a follow-up call by the engineer to the customer the following day, the customer stated that the c-arm tube side collided with a pt gurney. The gurney was lifted up and tipped over with (B)(6) female pt still on the gurney, causing the pt to fall to the floor. According to the attending physician, the pt received multiple injuries; to the spine, pelvic area, and internally as well as cranial lacerations. The following day, on (B)(4) 2013, siemens met with the hospital staff to discuss the event and system status. The system logs were reviewed again, this time with a technical support engineer to confirm proper system operation. The system movements were operationally verified. We were informed that the pt expired on (B)(6) 2013. At this time, it has not been confirmed whether or not the pt death was related to this event.

Manufacturer narrative:
The unrequested movement of the c-arm appears to be the result of the pt's leg falling on the motion control joystick for the artis unit during pt transfer to the unit table. The pt's leg reportedly fell onto the joystick during pt transfer and activated the c-arm movement. The more the technologist moved the pt toward the table, the more/ faster the c-arm rotated resulting in the c-arm lifting the hospital bed and dropping the pt to the floor. There was no product malfunction regarding this event.